Event description:
The customer reported that the agilia pump is alarming and displaying error 99. The device was sent and received for further evaluation. A review of the device history log confirms that error 99 has occurred once. Due to error 99 the central unit board and power supply board were replaced. The left flange kit was replaced due to a loose clamp detector spring. Also, the occlusion motor was replaced due to excessive noise. Complete configuration and calibration was performed on the pump. Quality control testing was performed with passing results. The pump is now functioning as intended and it was released for further use.